Event description:
Related manufacturer reference number: 2017865-2022-08925. It was reported that the patient presented for an implant procedure. During the procedure, high pacing impedance and high capture threshold were detected on the right ventricular (rv) lead. The physician elected to implant another rv lead and the same issues were noted. The rv lead was replaced again to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of high lead impedance and inadequate capture were not confirmed. Final analysis found the complete lead was returned in one piece. Electrical testing, visual and x-ray inspection were normal with no anomalies found.